Manufacturer narrative:
Supplemental report

Event description:
The facility biomedical engineer replaced the blower motor controller pcb board which resolved the reported problem.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement.

Manufacturer narrative:
MFR. Service was not requested. Customer ordered part for repair.